Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient had a low reading on the cgm compared to the fingerstick reading. The cgm was displaying 70 mg/dl but the patient could not remember what the bg reading was during that time. He mentioned that he was able to calibrate the cgm but the values were still inaccurate. The patient became nauseous, light headed, dizzy and disoriented. Despite these symptoms, the patient drove to the hospital around 11:00am. The patient was administered unremembered medication. At the time of the report on (B)(6) 2024, the patient was still at the hospital (the length of stay at the hospital is unknown) but doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.